Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding insulin pump had broken retainer ring from the attorney of the family. Customer also stated that the insulin pump was not delivering proper amount of insulin. Customer was hospitalized due to hypoglycemia, seizures, dizziness and migraines. Customer also stated that due to malfunction they had begin to lose their vision. The insulin pump will be returned for the further analysis.